Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed far field r-wave oversensing and inappropriate automatic mode switch (ams) on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.